Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed and the reported failure was confirmed and reproduced. The logs showed the fault occurred in the field. The unit was placed on a surgeon side console and was run in normal mode. The root cause was due to a high frequency voltage issue. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer informed that activation had been interrupted due to an error c-00. Error c-33 was found in erbe logs. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller through 2 minute hard power cycle of erbe with no change. The site did not have another vision side cart (vsc) or an external generator available and did not know how the surgeon would proceed with two cases of the day. No known impact or patient consequence was reported.